Event description:
Medtronic received information that 9 days following implantation of this bioprosethetic valve, the patient was taken back to the operating room for exploratory chest surgery and placement of a pericardial window. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).